Event description:
It was reported that during a percutaneous coronary intervention / stenting treatment procedure a wire fracture occurred and the pt was sent for surgery. The pt presented with right arm pain and severe hypertension, experiencing acute coronary syndrome. The pt was sent for emergent left heart catheterization and angiography. Access was obtained through the right femoral artery. Angiography revealed a 99% stenosis at the ostium of the 1st marginal branch. The 0.14 iq guide wire was advanced and placed distally in the marginal branch. Angioplasty was performed with a 2.0 x 9 mm maverick balloon. A 2.0 x 12 mm non-bsc stent was implanted. "Redundant loop got caught under the stent and with retraction of the guide wire part of it sheared off." Fluoroscopy revealed the guide wire extended into the aortic root and descending aorta. Different sized snares were used in attempts to retrieve the guide wire, however a long portion of the guide wire remained in the pt. During the event, the pt became hypotensive, diaphoretic and bradycardic. Atropine and dopamine were administered and an intra-aortic balloon pump was placed. The pt was given heparin and zofran during the procedure. Cardiothoracic surgery was notified for retrieval of guide wire and multi-vessel CABG and the pt was transferred to another facility for surgery and the guide wire was retrieved. No further pt complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.